Event description:
It was reported that during a routine pump replacement due to elective replacement indicator (eri), the surgeon was unable to aspirate cerebrospinal fluid (csf) from the catheter access port prior to disconnection of the pump from the catheter. He opened the back incision and disconnected the catheter at the connector pin site. Aspiration through the side port was performed intra-operatively. He was unable to get csf back from the spinal segment so he replaced it with a new spinal segment and removed the existing spinal segment. He connected the new spinal segment to the existing pump segment of the 8711 catheter. After connecting it to the new pump, he was able to easily aspirate from the side port. He reduced the dose from 190 mcg per day to 100 mcg per day. The patient did report some increase in spasms over the week¿s prior to replacement surgery of ¿(B)(6) 2015¿. No product defect was identified and the product issue was resolved. The cause was undetermined. The spinal segment of the catheter was replaced by a new spinal segment. The patient status at the time of this report was indicated as alive, with injury. The pump was used to deliver baclofen. Patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Event description:
The patient was receiving effective therapy after the catheter revision. The brand of baclofen was believed to be lioresal.

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# n098642017, implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter. (B)(4).